Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up on ac power. Complainant indicated that the device did power up on battery power. Complainant indicated that there was no pt involvement in the reported malfunction.